Event description:
The device was prepared for use in the usual manner. It was to be used to dilate a very narrow, calcified mid circumflex lesion. It took some time and effort to cross the lesions (about 1/2 hr) with the balloon. Upon attempted inflation there was loss of pressure and obvious leaking of dye on fluoro. Dr said he was careful to follow the torquing guidelines. Also, there was a "bad" dissection which remained after the balloon was removed. If the lca occludes, the pt will only have the rca left.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.